Manufacturer narrative:
(B)(4).

Event description:
It was reported by the perfusionist at the hospital that the rn called and reported that the screen shutdown with the intra-aortic balloon pump (iabp) still operating. The rn reported that after starting a recording on the printer when the screen went grey and then came back on with no intra-aortic balloon (iab) volume listed on screen. When the perfusionist arrived the pump was in standby, nurse reports that no one put it in standby. The pump was turned on and all of the function appear to be working. The pump console was observed for 10-15 minutes without anything unusual happening. The alarm history was checked and no recent alarms were found. The pump console was changed out. There was no report of patient complications, serious injury or death.

Event description:
It was reported by the perfusionist at the hospital that the rn called and reported that the screen shutdown with the intra-aortic balloon pump (iabp) still operating. The rn reported that after starting a recording on the printer when the screen went grey and then came back on with no intra-aortic balloon (iab) volume listed on screen. When the perfusionist arrived the pump was in standby, nurse reports that no one put it in standby. The pump was turned on and all of the function appear to be working. The pump console was observed for 10-15 minutes without anything unusual happening. The alarm history was checked and no recent alarms were found. The pump console was changed out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iabp display flickers/reset while printing recorder strip is not able to be confirmed. The returned recorder assembly passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.